Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, here are the possible causes of the event: possible causes for the occurrence of the error message e433 are: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user actuates the foot switch while the generator is booting (temporary error caused by user action). 3. A defective foot switch due to a short circuit in the connector (temporary error). 4. A defective foot switch due to a defective reed contact (temporary error). 5. A defective cable connection between the hvps (high voltage power supply) board and the generator board (temporary or permanent error). 6. A defective cable connection for the output signal between the generator board and the relay board (temporary or permanent error). 7. A defective transformer on the generator board (permanent error). 8. A defective current transformer on the generator board (permanent error). 9. A defective impedance transformer on the generator board (permanent error). 10. A defective peak rectifier on the generator board (permanent error). 11. A missing drive signal for the output stage of the generator board (permanent error). 12. The output voltage is too low due to bad switching of the output stage on the generator board (permanent error). 13. The supply voltage from the hvps board is missing or too low (permanent error). 14. A defective hvps board due to a short circuit of the mos (metal-oxide-semiconductor) transistors (permanent error). 15. A defective motherboard due to a short circuit of the resistor (permanent error). 16. A defective motherboard due to a defective adc (analog-to-digital converter) (permanent error). 17. Defective tvs (transient-voltage-suppression) diodes on the relay board (permanent error). E022 can occur when using a monopolar instrument with hand switches at monopolar 1 or 2 if an electric arc (metal-to-metal spark) occurs during activation of the signal at a comparatively high load. However, a definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "caution: never attach the neutral electrode in the vicinity of a metal implant. The tissue in the vicinity of the metal implant may get burned. Warning: do not bring the tip of the hf instrument close to a metal clip or other accessories. The tissue around the metal clip or the hf instrument may be burned. Please note that metal-to-metal sparks can also result from the practice of 'buzzing the hemostat' (e.g. Touching forceps with an active electrode). Thus, the practice of 'buzzing the hemostat' is not recommended by olympus. As mentioned in the error message and in the instruction for use: only if the problem persists, contact olympus. That means if any error occurs permanently or repetitively, contacts olympus." Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer error code e433 (permanent reboot/temporary failure) and error code e022 (temporary failure) while using hf unit "esg-400". The malfunction was found during preparation for use. The diagnostic procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of error code e433 (permanent reboot/temporary failure) and error code e022 (temporary failure) was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.